Event description:
A balloon developed a pin-hole leak during preparation for an iliac angioplasty procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was destroyed by the user facility. Therefore, no failure analysis was available. Without evaluating the device, co is unable to determine the exact cause for this event.